Manufacturer narrative:
Concomitant products: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type programmer, patient; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1998, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type extension. (B)(4).

Event description:
It was reported that one time when the patient walked into a drug store with the stimulation on a low setting, the patient was ¿doing the monkey dance.¿ it was noted that this happened some time ago. The reporter noted that the ¿device set the security device off¿ and the patient felt an increase in stimulation.